Manufacturer narrative:
(B)(4). Approximate age pf device ¿ 71 days. The exchanged device was returned for investigation. The evaluation is not yet complete. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, the patient was seen at an outside center, and the lvad system had produced elevated flow estimation readings, and that the lactate dehydrogenase (ldh) was elevated. When the patient was admitted to the hospital, the ldh was at the baseline of 275 u/l, but the flow estimation remained elevated. The patient was asymptomatic. The log file was reviewed by the manufacturer's technical services, and an increase in power and estimated flow was observed. On (B)(6) 2016, the patient¿s pump was exchanged. Two days later on (B)(6) 2016, the patient expired due to vasoplegia, lactic acidosis, and multi-organ failure. The lvad clinician did not feel that the patient's outcome was pump related, and the newly implanted pump will not be returned for evaluation.

Manufacturer narrative:
The explanted pump was returned for evaluation. The reported power elevations were confirmed based on the evaluation of the submitted log file; however, the cause for the observed power elevations could not be conclusively determined. The pump was returned assembled with the driveline severed approximately 9 inches from the pump housing. The sealed inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, bend relief, bend relief collar and the severed portion of the driveline were not returned. Upon disassembly of the returned pump, examination of the pump blood-contacting surfaces found no adhered depositions or thrombus formations. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.